Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the hemostatic valve was damaged. Hemostatic valve failure. The hemostatic valve was damaged when the catheter was inserted into the sheath. The hemostatic valve was intact. The sheath was replaced with an alternative product. After, the procedure was completed without any problem. Additional information was received. The procedure was completed without patient's consequence. The hemostatic valve section was where the issue was observed. The issue was that it was broken. The hemostatic valve was not dislodged inside the hub or outside of the hub. The brim cap / hub did not become detached from the sheath. There is no picture. It has been discarded at the hospital. The sheath was being used on the patient. Blood return was not observed. The japan lifeline rf needle was used. The event was assessed as MDR reportable for the hemostatic valve damaged issue.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000107 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).